Manufacturer narrative:
.

Event description:
Procedure type: pt gender: unk. According to the reporter: the client is reporting that the pin from the locking collar assembly was found in the fascia when suturing the trocar hole. The pin was seen and retrieved. No pt injury was reported.